Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer consumed glucose tablets and belvita energy bites to address their bg level. The customer alleged that the pump was not delivering insulin as expected. Tandem technical support determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.